Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell out of his bed and hit his head on the wardrobe.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. In addition one channel was left extra-cochlear at implantation surgery. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected. Reportedly, the user fell out of his bed and hit his head on the wardrobe. Further steps are currently unknown.